Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited noise. The noise was reproducible. The lead was explanted. The patient's condition post procedure was well and she would continue to be monitored.